Event description:
Addendum feb 16, 2022: the procedure is laparoscopic hernia. The event took place in the middle of the procedure while the doctor was performing cut with settings level 3.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. It is not known if the broken piece fell in the patient. It is not known if there was any delay in the completion of the procedure nor if the patient needed additional anesthesia. It is not known if the device was inspected before use nor if the connection points to the generator were inspected. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Particular area were inspection of high frequency output and appearance. Upon inspection and testing, it was observed that the probe was broken 14 mm from the tip. There were scratches around the fractured part. Upon examination, it was noted that the fracture surface was broken starting from the scratch. It is likely occurred the probe was broken by the following mechanism: activated output while the probe tip was in contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip to be scratched. Activation output was continued as above. This caused the probe tip to be applied with a load; the probe cracked due to the scratches on the probe tip and the error occurred. Or, some load was applied to the probe and the probe broke. The instructions for use includes the following statements that warn against the issue: the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device probe broke. The broken piece was recovered. The procedure was completed with a new device. There is no harm or adverse impact to the patient.